Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 500 mg/dl) and a bolus via the pump was delivered to address the bg. The high bg was thought to be related to decreasing the pump basal setting by a healthcare provider. As the event had occurred in the past, tandem technical support was unable to troubleshoot.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. Reported, fill tubing/bolus delivery issues and occlusions may have also contributed to the high blood glucose level and was reported under MFR #3013756811-2018-02277.